Event description:
Tip has snapped off. Item returned in loan kit. No other information given.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Conclusion and justification status: from the communicated elements, it was carried out: - a DHR analysis, - a product analysis. DHR analysis : the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Products manufactured after the installation of the action of reinforcement (eco 253075). Product analysis: the returned instrument presents a new design (dwg-7e070299/c et dwg-7e070309/c) and break of the plastic extremity, no break of the index metal. The product is deteriorated; a precise dimensional analysis is not possible. The root cause is related to wear. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.